Manufacturer narrative:
Evaluation results and conclusion: other=lack of info(device evaluation pending). Other: stent came off catheter.

Event description:
A 10mm diameter x 40mm length complete se stent delivery system was selected for insertion into a pt for the endovascular treatment of a left subclavian lesion. The lesion was 50% calcified with straight anatomy. The lesion was not pre-dilated. It was reported that the physician went in with a radial approach to deliver a 10 x 20mm complete se stent, (MDR#2953200-2009-00085), but the stent came off the catheter at an unknown point. The physician was able to snare out the detached stent through the groin. The physician then attempted to deliver a 10 x 40mm complete se stent, using radial approach, but it also came off the catheter and was partially in the aorta. The physician was able to snare the detached stent into the sheath but when the sheath was pulled out, it was noted that the stent was still in the groin. The physician made a small incision and retrieved the stent from the groin. Surgery was performed to treat the lesion and the pt was fine. Medtronic has received the delivery system for the 10x 40mm complete se device and its evaluation is not complete. The snared 10 x 40mm stent and the 10 x 20mm stent and its delivery system were not returned, and were discarded by the hosp.